Manufacturer narrative:
The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, upon interrogation, low sensing and high capture threshold were observed on the right ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. Lead repositioning was attempted but the helix was unable to extend from lead. The lead was explanted and the lead body was observed to be twisted. The lead was replaced to resolve the event and the patient was in stable condition.

Manufacturer narrative:
As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. X-ray showed that the inner coil inside the connector region was over torqued consistent with procedural damage. After cleaning blood/tissue from the helix and applying torque to the connector pin, the helix could be extended and retracted. The full measure helix extension length was within specification. The cause of the reported event of failure to extend helix was isolated to the helix being clogged with blood/tissue and over torque of the inner coil. Visual inspection of the lead found that the outer insulation was twisted due to over torqued inner coil which is consistent with procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts. The reported events of failure to extend helix and twisted lead body were confirmed while the reported events of lead dislodgment, low sensing, and high capture threshold were not confirmed.